Event description:
The autopulse platform (sn (B)(4) was used to resuscitate a 58 years old male patient (220 lb) in cardiac arrest. Per the reporter, the patient had a history of diabetes, congestive heart failure (chf), and high blood pressure (htn). No trauma was observed, the patient was laying supine on the floor with sheriff's department personnel performing CPR when the fire department crew arrived. A cardiac arrest was witnessed. The patient last time was seen as conscious approximately one hour before. Manual CPR was performed by the first responders for an unknown period before the emergency crew's arrival. The manual CPR was continued by the emergency crew for 6 minutes before the patient was placed on the autopulse platform. Per a reporter, the platform could not perform any compressions and powered off. The crew replaced the battery and the lifeband was retracted, however, the platform displayed user advisory (ua) 12 (lifeband not present) followed by the (ua) 02 (compression tracking error) error message. In addition, the crew noticed that the autopulse lifeband (lot # unknown) hinged belt guard that snaps into the autopulse platform was broken. The use of the platform was discontinued and the crew immediately revert to manual CPR. The patient was placed onto the stretcher and then into the rescue unit. The crew continues to perform manual CPR for 18 minutes during the patient's transport to the hospital. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced later in the hospital by an emergency room doctor. The cause of death was cardiac arrest. Per the reporter, the patient's death was not related to the autopulse platform. Per the reporter, the load plate cover of the platform was damaged in the hospital when another CPR device was used. After the call, upon arrival at the station, the customer experienced difficulty removing the autopulse li-ion battery (sn unknown) from the platform battery bay as the battery's connector was deformed. The user pried the battery from the platform. The user replaced the lifeband and the battery and ran the platform for 4 compression cycles with a manikin. During the test, the user noticed the lifeband was shifting on the manikin making stress on the bands. The reported (ua) 12 and the (ua) 02 errors were not duplicated during the test. In addition, the platform was making a rattling noise when the device position changed from horizontal to vertical. Please see the following related MFR reports: MFR (B)(4) for autopulse platform (sn (B)(4). MFR (B)(4) for autopulse battery (sn unknown).

Manufacturer narrative:
The lifeband used at the time of the event will not be returned for evaluation, as it was discarded by the customer. Therefore, a physical investigation could not be performed and a root cause could not be determined. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.